Manufacturer narrative:
This report is for an unknown zero-p cage/ unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: kim jt, choi dy (2015), comparative study on the zero-profile cage with screws system and stand-alone rectangular peek cage system-augmented fusions after single level anterior cervical discectomy, eur spine j, volume 24, suppl 6, page s744-s745, (south korea). This study evaluated and compared radiological results, clinical outcomes after the zero-profile cage with screws system and stand-alone rectangular peek cage system-augmented fusions in patients undergoing single level anterior cervical discectomy and fusion (acdf). The two groups compared were: 30 cases of anterior interbody fusion with an unknown synthes zero-profile cage with screws system (group a); 26 cases of anterior interbody fusion with an unknown stand-alone rectangular peek cage system (group b). Mean follow-up period was 28.3 months in group a and 30.2 months in group b. Complications were reported as follows: 3 patients had cage subsidence. 1 patient had a minor pull-out of left lower screw. This report is for the unknown synthes zero-p cage and screw. This is report 1 of 2 for (B)(4).